Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2021 with blood glucose of 32 mg/dl. The customer did experienced the symptoms such as sweat and fuzziness. The customer was treated with juice and chocolate. Troubleshooting was done for low blood glucose and over delivery. The customer report did allege over delivery on insulin pump because of low blood glucose level. The insulin pump will not be returned for analysis.